Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a guide wire tip detachment occurred. The physician was treating multiple de-novo lesions located in the moderately calcified and severely tortuous right coronary artery (rca). Vascular access was obtained through the right femoral artery. Two 182cm luge guide wires were advanced into the rca for the facilitation of stent deployment. One wire down the right posterolateral artery (pla) and the other wire down the right posterior descending artery (pda). Four 2.5x28mm non-bsc stents were placed; two in the rca, one in the rpla, and one in the rpda. The stents were post-dilated with non-bsc balloons. Upon removal of the wires, the tip of the wire located in the rpla remained in the patient distal to the lesion. Several non-bsc balloon catheters were used in an attempt to either balloon the tip against the vessel wall or push the tip down farther into the vessel. The procedure was completed at this point. There were no further reported patient complications as a result. The patient status is listed as "fine".

Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a guide wire tip detachment occurred. The physician was treating multiple de-novo lesions located in the moderately calcified and severely tortuous right coronary artery (rca). Vascular access was obtained through the right femoral artery. Two 182cm luge guide wires were advanced into the rca for the facilitation of stent deployment. One wire down the right posterolateral artery (pla) and the other wire down the right posterior descending artery (pda). Four 2.5x28mm non-bsc stents were placed; two in the rca, one in the rpla, and one in the rpda. The stents were post-dilated with non-bsc balloons. Upon removal of the wires, the tip of the wire located in the rpla remained in the patient distal to the lesion. Several non-bsc balloon catheters were used in an attempt to either balloon the tip against the vessel wall or push the tip down farther into the vessel. The procedure was completed at this point. There were no further reported patient complications as a result. The patient status is listed as "fine".

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the returned complaint device revealed a fractured spring tip with approximately 1cm of the wire missing at the distal end. The poly section of the wire is kinked within the first 2cm measuring from the distal tip. Kinks were also observed within the first 53cm measuring from the proximal end of the wire. Scan electron microscope (sem) analysis of the proximal fracture site revealed the fracture surface is characterized by material cracking and propagation caused by a reversed bending moment. Compression and tension zones were observed. Ductile fatigue was noted. No material anomalies were detected. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).